Event description:
Customer reported difficulty in pressing the wake button on their pump, requiring multiple attempts to turn on the screen. There was no adverse impact to the customer's blood glucose level. Customer declined additional questions. No additional information was provided.